Event description:
It was reported that resistance was met while filling the cartridge with insulin. Customer changed the syringe needle and the cartridge was successfully filled. Customer's blood glucose was approximately 140-150 mg/dl.